Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patients concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, yellow biological tissue and weight to the spec. A visual and microscopic analysis was performed which identified sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening and missing shell assessed as inconclusive additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and "patients concern with the product". Device has been explanted.